Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) will not power on was not confirmed during the initial functional test. The returned autopulse platform powers on and functions properly as intended. Unrelated to the reported complaint, a damaged load plate cover on the returned autopulse platform was observed during visual inspection. Also found, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance and in addition, fluid ingresses were observed inside the platform. This type of physical damage, faulty drive shaft and fluid ingresses were likely attributed to an aging device. The autopulse platform was manufactured in march 2013 and it is 6 years old, well beyond its expected serviceable life of 5 years. Load plate cover was replaced, sticky shaft was deburred and fluid ingresses were cleaned to addressed all the issues identified. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged. The autopulse platform passed all the functional tests and it is ready for clinical use.

Event description:
After patient use, customer reported that the autopulse platform (serial # (B)(4)) will not power on. This occurred when blood got into the platform. No patient involvement.